Event description:
During morning lab draws, a butterfly needle broke while staff attempted to draw labs from a patient. Staff reported they tied the tourniquet, wiped the patient's hand with alcohol, anchored down, and a split second after staff stuck the patient with the needle, the part where the needle meets the plastic bit (to connect to the tubing) started to squirt blood. Staff immediately attempted to take the needle out, however when staff did so, the needle disconnected from the plastic bit and was left in the patient. Staff saw this and grabbed the metal bit with their hands to remove it from the patient and put it in the sharps bin. Staff taped the patient and notified the nurse; nurse went into the room and double checked that no part of the needle had been left in the patient and that patient's hand was not in any pain or discomfort.